Event description:
The initial reporter alleged a questionable result with the kit cobas 6800/8800 mpx 480t us-ivd assay on the cobas 6800 instrument. A plasma sample initially generated a reactive hiv result with a non-sigmoidal curve and a late cycle threshold (CT) value of 36.75. Upon retesting, the sample was mistakenly processed as a serum sample, and the result was non-reactive. No additional testing results, such as serology, were available.

Manufacturer narrative:
The analysis was performed on a cobas 6800 analyzer (serial number: (B)(6)). The investigation determined that the cobas mpx assay performed within specifications, and no hardware issues were identified during the analysis of the provided run data. The internal control (ic) of both the initial and retest runs did not exhibit suppressed growth curves, which would indicate the presence of pcr inhibitors. The retest was conducted with the plasma sample mistakenly processed as a serum sample, which constitutes off-label use. However, the differences in pipetting settings between plasma and serum processing are minor and are not expected to impact the final result. Additionally, the instrument software would flag and invalidate any incorrectly pipetted samples during the sample preparation process. A definitive root cause for the questioned result could not be determined. However, a likely explanation is that the sample had a low viral load near or at the limit of detection (lod), which could result in variability between reactive and non-reactive results upon retesting. Minor sample contamination as the source of the hiv rna could not be excluded. No trends were identified for the associated lot (h30627). The device remains in operation at the customer site.